Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted tool marks on the header, a small dent in the case back, and body fluid contamination in the lead barrels. All seal plugs were intact and all set screws operated normally. The device was interrogated and found to be in safety core which was triggered post-explant due to three power-on reset faults. It was concluded that the device had also autoclaved before being returned which caused a degradation of the cell.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.